Event description:
Related to MFR report # 2183959-2012-01684. On or about (B)(6), 2008 a monarc sling and another ams product were implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that "as a result of the implant" the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other injuries." It was also alleged that "on or about (B)(6), 2011 and (B)(6), 2012, the plaintiff required add'l surgery." Also alleged by the plaintiff's attorney was the plaintiff "experienced significant and severe mental and physical pain and suffering, has required add'l surgery and medical treatment and has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.